Manufacturer narrative:
The initial medwatch report indicates (B)(6) 2016. The initial medwatch report should indicate (B)(6) 2016.

Manufacturer narrative:
Physio-control further evaluated the downloaded electronic patient record and the device's key log data and it was verified that the device had powered off. It was also observed that the device was used with a modified sine wave inverter in the ambulance to provide ac mains power to the lifepak 15 ac power adapter. Physio determined that the likely cause of the reported issue was due to the use of a modified sine wave inverter. The operating instructions for the lifepak 15 monitor/defibrillator include the following warning: potential performance degradation. Physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user's responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off  by itself twice when monitoring a patient. The patient outcome and details about the patient were not provided.

Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.